Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a communication timeout with mosaiq.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. From the mosaiq logs the investigation found the issue of communication timeout occurred due to the machine going offline briefly. The logs show that the an abnormal termination warning was presented to the user and the user manually recorded the delivered treatment. When this communication error occurs the prescribed treatment is delivered as intended however, the linac may or may not transmit the treatment data to the sequencer application for recording. Review of the record and user notifications make clear to the user that the provided treatment is not recorded. The user will recognize the incorrect recording and should either contact elekta product support for assistance or correct the errant recording. As the treatment is delivered as prescribed, no serious injury would be foreseeable if the event were to recur. Based on available information there was no mistreatment. Mosaiq did not have any malfunction and was working as designed and intended.